Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the emergency room complaining of -palpitations in his abdomen-. The left ventricular lead would not capture at 7.5 mv at 1.0 ms. The lead was programmed off in 2008. As the patient was feeling well, the physician decided to take no further action.